Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/16/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. Haptic damage (bent) was also observed. Based on the return condition of the lens, no further product evaluation could be performed. Dc-device partially delivered could not be confirmed because the complaint lens was received without/outside a cartridge tip for evaluation. Dc-haptic damage was confirmed, but can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed and one other complaint has been received for this production order number, however no product malfunction or deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) had bent haptic and the tip made contact with the patient's left eye during insertion. There was no additional surgical intervention required. Reportedly the patient is doing great post-surgery. No further information provided.